Manufacturer narrative:
The device was returned and evaluated, however, the exact cause could not be reliably determined.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the device broke. The surgeon applied another device. No pt injury was reported.